Event description:
Baxter was informed that 1 unit of a split platelet product was infused into a pt that resulted in sepsis. The pt was reported as developing sepsis and survived once treated and properly managed for sepsis. The platelet product was on storage day 3 at the time of transfusion. This was an 8-day post bone marrow transplant pt. The transfusion occurred in 2005.